Event description:
The patient reported a loss of change or therapy with stimulation felt as of (B)(6) 2016. It was stated that over the past 2-3 weeks prior to date notified the implant doesn't seem to be working for them at night. On date notified the patient checked the implant but forgot how to use it because they normally don't have to check it. The patient eventually connected and found they are at 1.4v, at which point they tried to increase stimulation but it wouldn't increase. They are unsure if they feel stimulation currently because they are pretty used to it, but they think they do. The patient then indicated stimulation was off after accidentally switching programs and then switching back, so they turned it back on. It was noted that the patient had an injection in their back and they used fluoroscopy, so they aren't sure if something in the office of the healthcare provider (hcp) inadvertently turned the implant off. There were no falls or trauma related to this event. Additional information received on 2016-aug-21 reported that the patient programmer (pp) couldn't connect to the implant, but on the following day it was indicated that this issue was resolved by replacing the batteries. The patient was able to sync with the implant and increase stimulation. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.